Event description:
It was reported that the t: slim x2 pump battery was not charging, and a power source alert, alert 07, appeared in the pump history around the time the issue began. The pump's inability to charge did not lead to a shutdown or an inability to turn it back on. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using the same tandem wall adapter and charging cable, and no further assistance was required.